Event description:
Essure procedure performed (B)(6) 2011. Pt presented with pain every two weeks, post essure placement and wanted the devices removed. On (B)(6) 2012, pt came in to office for ultrasound and x-ray and physician found both coils in proper location. Pt wanted to pursue removal of coils with the understanding it may not relieve her pain. On (B)(6) 2012, physician performed a laparoscopic bilateral salpingectomy. Findings hysteroscopically: normal ostia bilaterally, no trailing coils were seen protruding at the cavity appeared normal including tubes, ovaries and uterus. No inflammation in the area. Nothing abnormal found. On (B)(6) 2012, f/u with physicians office determined pts symptoms have resolved. Physician has no other explanation for the pts symptoms, no determination can be provided. As a conservative measure, this report is being filed.

Manufacturer narrative:
(B)(4).